Event description:
The account alleged a pt tripped on the pendant cord, fell, and broke their arm. The account indicated the event occurred six months ago, but did not know the exact date.

Manufacturer narrative:
The account could not provide the hill-rom tech with the bed for inspection, nor did the account know the exact date of the event.